Event description:
It was reported that two radio frequency heads were being returned, one for a damaged cord and one for no telemetry. The caller had no idea which serial number was which. Both heads were returned. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head uplink amplitude is out of specification; rf head cable found out of electrical specification.